Event description:
During follow-up in 2000, the egm showed noise along with inappropriate shocks. The nose was reproduced with a range of arm movements and isometrics. It was also noted that the noise was prevalent after the pt had fallen. St. Jude medical learned on 12 days late, that the lead system was explanted and disposed of 7 days before.